Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the patient's mother (reporter) contacted lifescan on behalf of the lay user/patient alleging that the patient's one touch ultra2 was reading inaccurately low. The patient's mother was unable to specify when the reported issue started since the patient was getting "normal" blood glucose readings for "quite awhile." The patient reportedly obtained blood glucose results, such as "99 and 117 mg/dl," which the patient's mother reported to be inaccurate low. The dates/times of the results were not reported. The customer service representative (csr) noted that the reported meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. One day earlier at 5-5:30 pm, the patient was admitted to the hospital. The patient reportedly felt tired and sick. He obtained a "500 mg/dl" blood glucose result on the hospital's meter and was treated with IV insulin. This complaint is being reported because the patient was reportedly obtaining lower than expected meter readings and was admitted to the hospital with hyperglycemia. Replacement products were sent to the patient.